Event description:
On (B)(6) 2025, the user reported hyperglycemia with the highest bg of 221 mg/dl. Ilet reports indicated no insulin delivery overnight until a supply change was completed in the morning. After the supply change, the ilet resumed dosing and glucose later returned to range. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.